Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted to hospital after the patient received multiple shocks. Device was in backup mode after delivering multiple inappropriate shocks. Review of device image noted large number of inappropriate shocks due to noise which could be related to lead damage or device header issue. During replacement procedure, lead fracture was noted at the end of the lead. Device and lead were explanted and replaced. Patient's condition was stable and the patient was discharged from hospital in stable condition.

Manufacturer narrative:
No conclusion code available. The reported inappropriate therapy delivery and backup vvi were confirmed in the laboratory via review of the device image. The backup vvi was due to excessive hv charging due to noise. The device was tested on the bench and no anomaly was found. The cause of the noise could not be determined.